Event description:
It was reported that during a balloon kyphoplasty procedure on a patient, expired cement was used in the left side of l1. According to the report, the hospital staff did not notice the product was expired until after the case was completed, just prior to leaving the or suite. It was also reported that the cement used in this case was hospital stock being stored at the hospital with non-expired product and was pulled off the shelf and used before the staff realized that the product was expired. The procedure was completed successfully without any further complications. The patient is reported as being asymptomatic at this time. No further complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.